Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually and microscopically inspected, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. The pump component was visually and microscopically inspected, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump was not functionally tested due to the malfunction confirmed in the balloon component. Visual analysis of the returned balloon identified significant tearing on the shell, and a leak was observed. A functional test was not performed due to the leak. Based on the analysis results of the device, the reported event is confirmed.

Event description:
It was reported that the patient underwent a replacement surgery because it was found there was no fluid in the artificial urinary sphincter (aus), and the balloon was completely empty and perforated. There were no further patient complications.

Event description:
It was reported that the patient underwent a replacement surgery because it was found there was no fluid in the artificial urinary sphincter (aus), and the balloon was completely empty and perforated. There were no further patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually and microscopically inspected, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. The pump component was visually and microscopically inspected, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump was not functionally tested due to the malfunction confirmed in the balloon component. Visual analysis of the returned balloon identified significant tearing on the shell, and a leak was observed. A functional test was not performed due to the leak. Based on the analysis results of the device, the reported event is confirmed.

Event description:
It was reported that the patient underwent a replacement surgery because it was found there was no fluid in the artificial urinary sphincter (aus), and the balloon was completely empty and perforated. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.